Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and infusion set detachment. Blood glucose level at the time of the incident was 600 mg/dl. Customer did not mention how the high blood glucose was treated. The customer stated they had a problem with the infusion set coming apart and noticed that if they pull the tubing the quick release easily came off. Customer completed troubleshooting and was advised to change the infusion set. The customer will return the infusion set.